Event description:
About 8 months ago, while monitoring a male patient who was experiencing chest pains, this unit shut off after about 2 minutes with no voice or displayed messages. The unit was powered on again and the same thing happened. The patient was handed over to an als crew. The unit was tested back at the station and the problem could not be duplicated. The unit was put out of service until now and during test, the unit was found to shut down.